Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade IV capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 225cc mentor memorygel silicone breast implant experienced right sided baker¿s grade IV capsular contracture post procedure . The capsular contracture was diagnosed by a physician via video consultation. As a result, the device was explanted and replaced with mentor silicone mpx on (B)(6) 2020.